Event description:
When performing tips, when passing the guide wire inside the 100mm x 80mm zilver stent system, on a 0.035 x 260 cm lunderquist guide wire, we observed the non-passage of the stent system up to half of its path. Even having lubricated (previously injected serum into the stent system), the hydrolyzed guide was unable to progress the guide wire or remove it from inside, damaging the stent system. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The stent appears to be deployed in the attached photo. Can you please ask the customer if the stent deployed during advancement with the safety tab in place or was it deployed after it was removed from the patient? The stent was not deployed. It was fired after several attempts to run it over the lunderquist guide wire, but before being introduced into the patient. Can I also confirm if this event was reported to (B)(6) by either (B)(6) or the hospital? No, this event was not reported. Prefix ziv5/ziv6/zfv6: what was the target location for the complaint device? Splenic vein .was the device used percutaneously? Yes .which artery was the stent to be placed in? It was not deployed .was the approach ipsilateral or contralateral? N/a .if contralateral, was the bifurcation angle tight? N/a .where on the patient was the percutaneous access site? Transjugular .details of access sheath used (name, fr size, length)? Flexor check-flo, 10f, 40cm. But it did not got through the sheath. .was the device flushed through both flushing port before the procedure, as per IFU? Yes .details of the wire guide used (name, diameter, hyrdophyllic)? Tscmg-35-260-e-lesdc .was the patient's anatomy tortuous or calcified? Yes .was resistance encountered when advancing the wire guide or delivery system to the target location? How did the physician deal with this resistance? Yes, he changed the system (guide wire and stent) .was pre-dilation performed ahead of placement of the stent? No, n/a. .was post-dilation performed after the placement of the stent? N/a. .did the tip of the delivery system cross the target location? No .are images of the device of procedure available? Yes. .did the user pull the handle toward the hub during deployment and delivery system was not pushed during deployment? No .what artery was the stent placed in? It was not deployed. .is the patient known to be covid-19 positive? No.

Manufacturer narrative:
PMA# p050017/s006 (B)(4) device evaluation the zfv6-125-10-8.0 device of lot number c1686265 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review prior to zfv6-125-10-8.0 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cook (B)(4): a review of the manufacturing records for zfv6-125-10-8.0 of lot number c1686265 revealed that a non-conformance was raised to this lot number during production. However, the issue could not have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number.. There is evidence to suggest that the user did not follow the instructions for use (ifu0058-4). The instructions for use (ifu0058-4) states the following: the product is intended for use in the iliac, superficial femoral artery (sfa) and above-the-knee popliteal artery for the following treatments ¿ arteriosclerotic stenosis total ¿ total occlusions that have been recanalized¿ the target location for this device was the splenic vein. Root cause review a definitive root cause of off label use was identified from the available information as the user did not follow ifu0058-4. Zfv6-125-10-8.0 devices are intended for use in the iliac, superficial femoral artery (sfa) and above-the-knee popliteal artery. Information provided by the customer reveals that the target location for this device was the splenic vein. It is possible that use in a location other than specified within the IFU contributed to the advancement difficulties. Summary the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.